Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.additional suspect medical device component involved in the event:model number/catalog number: sc-2218-50.serial number:(B)(6).batch/lot number:(B)(6).model/catalog description: linear st lead kit 50 cm.unique identifier (UDI): (B)(4) .

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). Upon taking fluoroscopy, it was determined that the spinal cord stimulation (scs) lead had migrated. The patient a revision procedure wherein the ipg was replaced and lead was explanted. The patient was doing well postoperatively. All explanted device components were discarded and will not be returned.